Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of the complaint is attributed to expected or random component failure caused by a stress-related problem, with no design or manufacturing issues identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchofibervideoscope was found to have a no image issue. No patient involvement was reported in association with this event.